Event description:
It was reported that the patient had a davol closed wound suction evacuator drain in situ to back. It was stated that the reservoir was clipped to the fitted sheet of the bed. The patient was taken down for transport to the x-ray department. Upon return to the unit, it was noted that the tubing had become disconnected (unwitnessed) at the junction between the patient side and reservoir side. It was also noted that no serious harm was reported. Unfortunately, the device was not available for investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿dimensions of tubing not to specification.¿. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "IV. Precautions: 8. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: I) drain to suction source. Ii) y-connector (when applicable): drain to y-connector. Y-connector to suction source. V. Warnings: 6. If an air-tight seal between the drain and the skin (from where the drain emerges) is not achieved, then air leak must be rectified or the system must be converted to open drainage. 7. An airtight seal between all system components (drain, adapter, y-connector, crab-claw, evacuator and tube ends) is necessary for intended system function. Vii. Instructions for use: 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. 9. When using a trocar please follow these instructions: 9.I.) With one drain: - draw drain using trocar from inside to outside of wound. - ensure that perforated section of the drain is within the critical fluid collection areas of wound. - remove trocar only by cutting the drain one inch from the end of the trocar. - trim non-perforated section of drain to desired length. - attach non-perforated section of drain either to an evacuator inlet port or to a y-connector. 9.ii.) With two single drains: - follow instruction #9.I for each of the two drains separately. 9.iii.) With a double drain: - draw drain using trocar from inside to outside of wound. - ensure that desired perforated region of the drain is within the critical fluid collection areas of wound. - cut the outer portion of the drain (outside the wound area) in the middle of the perforated region. Attach non-perforated section of the inserted drain to an evacuator inlet port or to a y-connector. - after cutting (as mentioned above), the second half of this drain can be used separately. If you are not using the second half then dispose of it as per the hospital protocol. 10. Attach drain to evacuator tubing via the y-connector. 11. Insert free end of evacuator y-tubing into evacuator suction port a. 12. Fully compress evacuator by hand and close drain port b. Unit is now operational. 13. To empty unit, clamp y-tubing. Open drain port b. Hold unit with open port at bottom and compress until fluid is removed. 14. For continued wound evacuation compress unit fully and close drain port b. Release clamp on y-tubing." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.